Manufacturer narrative:
Method: reviewed device history records, sterilization records, and product labeling. Results: device history records review (including review of bioburden testing, pyrogen testing, air pressure monitoring, and particle count testing) revealed no assignable cause for the reported events. The sterilization process was within specified parameters. Product labeling addresses the possibility of infection, hematoma, and serious fluid accumulation or seroma formation.

Event description:
Complainant reported that pt developed cellulitis and seroma shortly after implantation. Pt was treated with antibiotics and briefly hospitalized. The problems resolved quickly. Physician has indicated he will provide additional details, however that information has not been received at the time of this report.